Event description:
The customer reported the system sporadically displayed an ma error message. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock was replaced and the system was calibrated. The system was then found to be working as intended.